Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was inspected, and the blade was not broken off. An additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have mechanical indentation damage to the blade. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed the instrument tip detached.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the harmonic ace instrument broke from the root during the firing of the instrument. A fragment fell into the patient and was retrieved in the same procedure. The customer used a spare instrument to proceed with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the nurse always checks the instrument prior to use to make sure it is good before use. The procedure time was about 11:02. The surgical task being performed as the fragment fell into the patient was the separation and cutting of tissues. What the surgeon believes caused the instrument to break or caused the fragment to fall is a quality problem. The instrument was in use about 40 minutes prior to the issue occurring. The surgeon did not notice any functionality issues with the instrument. The issue occurred suddenly. The instrument did not collide with any other instruments or other hard materials. The customer stated that the fragment(s) fell inside the patient during an instrument tip/accessory collision, and noted "yes, but the assistant completely removed the broken tip with the endoscopic instruments." The instrument was removed during the procedure prior to breakage. The instrument was removed normally, " clean jaw removal of the ace with the jaw open and wrist straight. The customer did not notice any resistance upon removal of the instrument. No damage was noted to the cannula as the instrument was removed. The staff did not notice any further damage to the instrument after the event occurred. When the customer was asked more questions about the wrist, they stated, " yes actually the ace didn¿t have a wrist, so it absolutely straight." The fragments were completely removed by endoscopic instruments. All fragments were confirmed to be removed. The assistant used the camera to check and retrieve the complete fragment tip. No additional surgical procedures were necessary to remove the fragment. No post-operative tests were performed like an x-ray or ultrasound to check for remaining fragments. The procedure was completed robotically. The patient had not returned back to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.